Event description:
Sale rep reports that: cc mail to rep 11/00 stated nbicu 4-6 burst open, when trying to activate. One nurse ended up in ER with eye burns. On 11/30/00 spoke with nursing supv, who stated the nurse had their eyes flushed upon arrival to the ER and was diagnosed with corneal abrasion. Pt was prescribed eye onint and missed one day of work as a result of the incident. Pt has returned to work and is doing well at this time.